Event description:
It was reported that during percutaneous coronary intervention procedure, balloon rupture occurred. The 99% target lesion was located in the severely calcified and severely tortuous mid right coronary artery. During pre-dilatation, a 15mm x 3.00mm nc quantum apex balloon catheter was selected and advance to the lesion. Upon inflation, the balloon ruptured. The number of inflations and atmospheres was unknown. The procedure was completed by a non bsc balloon catheter. No complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure, balloon rupture occurred. The 99% target lesion was located in the severely calcified and severely tortuous mid right coronary artery. During pre-dilatation, a 15mm x 3.00mm nc quantum apex balloon catheter was selected and advance to the lesion. Upon inflation, the balloon ruptured. The number of inflations and atmospheres was unknown. The procedure was completed by a non bsc balloon catheter. No complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received inside a carrier tube (hoop). There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 7mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).